Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and the full lead was returned for the analysis.

Event description:
It was reported that during implant attempt, the lead would not maintain position over three attempts due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.